Event description:
A questionnaire was returned on 1/9/97 indicating that if this lens crack during folding event were to recur it could result in patient injury. No patient injury was reported with this incident.